Event description:
It was reported that an unspecified number of an unspecified bd IV catheter experienced a failure of the safety mechanism to disengage during use. The following information was provided by the initial reporter: the needle cannot be retracted. The catheter was removed by using scissors. There was potentional of infection.

Manufacturer narrative:
H.6. Investigation summary: a lot number could not be connected to the device identified in the complaint, therefore bd investigators could not conduct a device history review for this event. Additionally, a sample was not submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event. H3 other text : see section h.10

Manufacturer narrative:
Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of an unspecified bd IV catheter experienced a failure of the safety mechanism to disengage during use. The following information was provided by the initial reporter: the needle cannot be retracted. The catheter was removed by using scissors. There was potential of infection.